Event description:
It was reported that a patient underwent an incisional hernia repair procedure on (B)(6) 2012 and mesh was implanted. The patient developed a recurrence and the patient underwent a re-operation. During the re-operation, the surgeon noticed that the mesh had torn down the middle. The surgeon opines that the reason for the recurrent hernia was the failure of the mesh. Additional information was requested.

Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This report is a 30 day initial report, sent as follow-up 1 due to emdr duplicate error.

Event description:
It was reported that a patient underwent an incisional hernia repair procedure on (B)(6) 2012 and mesh was implanted. The patient developed a recurrence and the patient underwent a re-operation. During the re-operation, the surgeon noticed that the mesh had torn down the middle. The surgeon opines that the reason for the recurrent hernia was the failure of the mesh. Additional information was requested.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.